Event description:
It was reported that on 2/5/2009, the patient experienced pump pocket swelling and sudden worsening of spasticity in her lower extremities; no significant signs of withdrawal. The patient presented to the emergency room. A series of x-rays showed that the catheter connector had become disconnected from the pump. During the previous surgery, the catheter was revised; the "old" pump connector was left in place. The patient returned to surgery and the connector was replaced with a sutureless connector. The patient was "doing well" at the time of this report with "no complications from the mild withdrawal she was experiencing".

Manufacturer narrative:
Results - used for the catheter.